Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the patient was brought in and a 1.1 and a 41 joule (j) shock were delivered. The shock impedance for the 1.1 j shock reported 79 ohms and the shock impedance for the 41 j shock reported 103 ohms. There was also a commanded shock test following the 41 j shock, which reported another shock impedance of 103 ohms. The physician planned to continue to monitor the issue based on these results. The remote monitoring limit also planned to be set to a higher value for monitoring.

Manufacturer narrative:
Additional information received from the local field representative indicated that the patient plans to be see in approximately three months. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high shock lead impedance measurements greater than 125 ohms. In a review of remote monitoring data, the shock lead impedance had also exceeded 125 ohms in (B)(6). There have been no shocks delivered by the device since implant. Boston scientific technical services (ts) discussed a potential of calcification on the coils. All other lead measurements were within normal limits. No adverse patient effects were reported.